Manufacturer narrative:
Analysis confirmed the customer comment that the connectors were in need of repair, the output connector assembly was broken. It was additionally noted that the main seal was pinched, that the battery drawer would not open, that the lower case was warped as a result of the main seal being pinched, the lower case was deemed out of specification mechanically, that the upper case had a broken boss and that the display wires were pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors and the battery door on the external pulse generator were in need of repair. It was also requested that a test and calibration procedure be completed. The generator was returned for service. No patient complications have been reported as a result of this event.